Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise the lens was exchanged with a same size but different model lens. Cause of the event was reported as other.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a lens case with residue/debris on the lens. Visual inspection found no visible damage to the lens but foreign material on lens surface specifically fibers were noted. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).